Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was giving a leak error. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer stated that the unit was displaying gas loss alarms on the screen. The fse was not able to duplicate the reported issue. The fse verified gas loss errors in logs. The unit passed all performance and function tests. The fse ran the unit on the balloon pump for an hour with no alarms present. The fse performed the preventative maintenance (pm), all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc: (B)(6). It was reported that cs300 intra-aortic balloon pump (iabp) gas loss alarms on screen. (Fse) field service engineer could not duplicate the issue. Verified gas loss errors in logs. Ran and passed all performance and function tests. Ran cs300 on balloon pump for 1 hour with no alarms present. Performed preventive maintenance on cs300 that was due for this month. Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a.